Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted colectomy. According to the reporter: the anvil disconnected from the instrument after firing, at the height of 30cm. It took 2 hours for the doctor to take it out of the body. The firing was o.k., and the pt is now at home. The operating room time was extended by more than 30 minutes.